Manufacturer narrative:
Case (B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
It was reported that on (B)(6) 2020 that a (B)(6)-year-old female patient with a pacemaker underwent a mitral valve replacement and an aortic valve replacement through a right mini-thoracotomy approach. The surgeon then placed an atriclip pro-v clip on the left atrial appendage via the transverse sinus without complication. The patient came off bypass and was returned to the intensive care unit (ICU) in stable condition. Two hours after returning to the ICU the patient's permanent pacemaker was activated, the patient went into cardiac arrest, and required CPR. An angiogram was performed which revealed subtotal occlusion of the circumflex artery and occlusion of the distal left main stem artery and the proximal left anterior descending artery (lad).the patient was taken back to the operating theatre and the patient underwent a coronary artery bypass graft between her circumflex coronary artery and her lad. The clip may have compromised the circulation of blood in the left main stem artery. Patient expired on (B)(6) 2020. This is a procedural complication and there was no reported device malfunction.